Event description:
Attorney alleges the plaintiff developed pain and suffering. Attorney also alleges the plaintiff suffers from the following: acute chest problems, severe chest pain, hot flashes, labored breathing, nausea, outbreaks of sweat, physically severely impaired, suffering from disorders of the immune system, migraines, tiredness, considerable dragging pains in the chest and back and psychological stress. Attorney alleges that per testing the right implant showed a definite crease in the posterior outside region and a lateral cord formation inside the implant as a sign of damage to the implant. Attorney also alleges that per testing there was a diagnosis of involuted breast tissue and a connective-tissue-like pseudocapsule with focal macrophage reaction due to a ruptured implant.